Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of the implant procedure, the implantable cardiac monitor (icm) did not detect a suspected false pause episode. The device remains is use. No patient complications have been reported as a result of this event.